Event description:
It was reported that during a prostate procedure, the side-firing fiber was noted to have "forward firing" shot into the bladder @ 52,000 joules of use and 11 minutes. The procedure was completed using a second fiber. Patient outcome: "no patient injury." There was no patient injury reported.

Manufacturer narrative:
(B)(4).